Manufacturer narrative:
.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced elevated blood glucose (bg) levels up to 250 (mg/dl). Customer delivered boluses and adjusted pump settings to address bg level. System check with tandem technical support indicated the pump was performing as expected. Recommendation was made to change infusion site and consult with health care provider to discuss adjustment of pump settings.